Event description:
Boston scientific received information that the right atrial (ra) lead was dislodged. The lead was explanted and replaced with a new lead. The explanted lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory , the lead was thoroughly evaluated. Visual inspection notes body fluid in the helix. The lead tip was between the helix housing and anode ring at a 10 degree angle. Laboratory analysis reported nothing visually wrong that would cause a dislodgement. Unable to reproduce the clinical observations.